Event description:
It was reported the lights on the patient's mobile power unit (mpu) would not illuminated when the device was plugged in. Trouble shooting steps of attempting a new outlet, replacing aa batteries, and checking mpu connections were performed with no success. No trauma to the device was noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not lighting up the leds on mobile power unit (mpu) was confirmed. The returned mobile power unit, serial (B)(6), was connected to a wall outlet, and the mpu did not power up leading to the led not lighting up. The power supply pcb was replaced resolving the issue. Further evaluation of the pcb revealed a damaged mosfet. The mpu underwent functional testing and passed all steps without any issue. A root cause of the reported event was determined to be a damaged component; however, a root cause of the damaged component cannot be determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use (rev. C) section 8 ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿caring for equipment¿ explain how to properly care for the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an led not lighting up was not confirmed. The mobile power unit, serial (B)(6), was not returned for analysis. There were no additional images or documents regarding the event. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.